Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was issue with the sleeve functioning. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the eclipse signal needle, the blood has completely missed the device.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met. H3 other text : see section h.10.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was issue with the sleeve functioning. The following information was provided by the initial reporter, translated from french to english: when using the eclipse signal needle, the blood has completely missed the device.